Event description:
Acct. Reports that the stopcocks are leaking. Acct. States that they do run some lipids through the stopcocks but they usually only run high concentrations of glucose. No serious injury was reported regarding pts.